Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. During visual inspection, no visible damage was noted on the articulation area. The reported system error message was able to be reproduced during system test. Engineering performed leakage test and it passed at full level. During destructive analysis, it was found dbusdt40+~gnd net partial open. There was no cable open confirmed, no gastro flex#4 open confirmed. No visible damage and no electrical open (0.787 vdc) on distal flex#4 half. It is suspected that an electrical damage between mbusdt40+ and gnd on mmx#4 inside but it is impossible to prove it because the component cannot be disassembled without destruction because of tiga epoxy filled. The possible root cause of the z6ms usacquisitionhw_40_0 was determined to be mmx electrical damage. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer intermittently prompted a usacquisitionhw_40_0 error when it was connected to the ultrasound system. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.